Event description:
It was reported the pt experienced intermittent stimulation following a fall. About ten days prior, the pt fell on the same side as the ins implant. Since that time, the stimulation has felt intermittent. The pt was only feeling stimulation when he would stretch or extend his arms. Troubleshooting was being considered.

Manufacturer narrative:
(B) (4).